Event description:
It was reported that the colonovideoscope had a partially blacked out with streaky pink lines image. The event occurred during unpacking. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: partially blacked out with streaky pink lines and distorted image occurred due to loose connection inside the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.